Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge is outside of the minicap. Iodine was observed in the foil. This event occurred during set up. There was no patient injury, medical intervention, or adverse reaction associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and all components were present and the sets assembled to specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.